Event description:
It was reported that (2) devices were used during a colon resection. It was reported by the affiliate that the tlc55 instrument would not fire after being reloaded. Another instrument was used to complete the case. There was no consequence to the pt.